Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the flex 2/3 fiber cable harness to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Visual inspection did not find any factor that could be related to the reported event. The unit was installed onto a system and was able to function as intended with no errors triggered. Based on these findings, fa could not determine the definitive root cause but identifies the fiber cable harness to be a potential root cause of the reported event. Isi did receive flex 1 fiber cable harness to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, fa did not find any factor that could be related to the reported event. Fa installed unit on a golden system, and the unit was able to function as intended with no errors triggered. Based on these findings, fa could not determine the definitive root cause but identifies the fiber cable harness to be a potential root cause of the reported event. Isi did receive proximal set up joint (suj) to perform fa. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, fa did not find any factor that could be related to the reported event. The unit was installed on a golden system in normal mode where it passed but triggered errors 1126 and 31226 in the logs. The unit was also installed on a patient side cart fixture test platform (pftp) where the fiber power tests failed with error 1126 in the logs. Installed golden fiber and it passed all relevant tests with no log errors. As a result of these findings, fa concluded that the fiber cable is consistent with the reported event and considered the potential root cause. Isi did receive universal surgical manipulator (usm) to perform fa. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house pftp where the unit failed the fiber test on the rolling loop fiber, replicating the reported event. A gold rolling loop fiber was installed, and the unit passed the required testing verifying the rolling loop fiber to be the source of the fault. As a result of this investigation, fa has concluded that the rolling loop fiber was found to be the root cause of the reported event. Isi did receive proximal suj to perform fa. Fa was able to confirm the reported complaint via system logs. The unit was installed onto an in-house pftp where the unit failed where it failed fiber power tests replicating the reported event. Aba tested fiber optic cable and verified it to be the source of the fault. After testing was complete, visual inspection found no faults related to the reported event. As a result of these findings, fa concluded that the fiber optic cable was the root cause of this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site continued to experience faults on universal surgical manipulator (usm) 1. Tse viewed logs and confirmed faults on usm 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer used the second robot to finish the procedure, and this caused no delays. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the following items: flex 2/3 fiber, flex 1 fiber, proximal set up joint (suj) outer, proximal suj inner, and universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the flex 2/3 fiber cable harness to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Visual inspection did not find any factor that could be related to the reported event. The unit was installed onto a system and was able to function as intended with no errors triggered. Based on these findings, fa could not determine the definitive root cause but identifies the fiber cable harness to be a potential root cause of the reported event. The other items involved with this event has been received, but the fa testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.